Manufacturer narrative:
Several attempts were made to contact the patient to obtain additional information by telephone and us mail. There has been no response from the patient. There is insufficient information available to adequately describe the reported device problem or conduct a thorough investigation. The cause of the reported device problem and adverse event cannot be determined.

Event description:
Patient reported the catheters hurt him; they were dry and sticky; and he ended up with an infection.